Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 7/3/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the implant. During evaluation of the sample it appeared intact. Leak testing was performed and it revealed a tear measuring less than 0.1 cm within shell abrasion in the posterior view. No other anomalies were observed. Shell abrasion suggests in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #: 3501670 serial number #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis experienced left sided deflation post procedure. The deflation was diagnosed through a physical examination performed by a physician. As a result, explant without replacement was performed on (B)(6) 2019.